Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3005334138-2019-00217, 3008452825-2019-00190, 3008452825-2019-00191, 3008452825-2019-00192, 3008452825-2019-00193, 3005334138-2019-00218, 3005334138-2019-00219. During a ventricular tachycardia procedure, a cardiac tamponade occurred. Several minutes after ablating the right ventricle, the patient became hypotensive. Transesophageal echography revealed a tamponade. A thoracotomy was performed to stabilize the patient. There were no performance issues with any abbott device.